Event description:
As reported by the user facility information by bbm sales organization in the united kingdom "underinfusion". . According to the customer: "we seem to have had a run of these under-infusion reports. Same story here - programmed to deliver 1000ml over 10 hours. The pump was placed in standby for 38 minutes, however the event log shows that 1000 ml was delivered in keeping with the programmed parameters. Staff report that approx. 200ml was delivered. 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. No harm or injury reported. 2. Which procedure was being carried out at the time? Infusion of 1000ml fluid over 10 hours. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. Yes the remaining volume had to be infused via a different pump".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by: p.theis 2. Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: (B)(6), 2.4 software version: l030003, 2.5 hours of operation: 26048, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. A volume of 1000ml and a rate of 100ml/h was selected. The infusion was started at 05:31 am and was interrupted by an standby. The infusion was continued and was stopped at 04:10 pm. At this time, 1000ml was infused. No other abnormalities were found. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device is in a clean state and no visible damage are to locate. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,53 bar (should be: 0,1-0,7 bar), pressure stage 9: is: 1,20 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked:, pmax: is: 1,93 bar (should be: 1,8-2,5 bar), pmin: is: 1,58 bar (should be: >1,5 bar), safety clamp was checked: pmin: is: 1,79 bar (should be: >1,2 bar), the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,65%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr. , lab.-ID.-nr. Sika , mh3151 , qf04198. 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp, 23g19e8st5 . 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the device will be returned without repair.